Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results: the returned truetome dreamwire 44 was analyzed, a visual and microscopic inspection found that the ptfe coating was peeled and also had friction marks. Additionally, the guidewire and the cutting wire were kinked. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation, by the interaction between the device and a hard surface. Also, it was found that the ptfe was peeled, this failure could have been caused due to attempts to advance through a difficult anatomy, insertion/ removal of the guidewire through another device or the interaction with the scope (hitting the device against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, it was noticed that the guide wire was frayed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.